Event description:
It was reported that the right atrial (ra) lead showed evidence of noise on the atrial channel, along with an inappropriate mode switch. The ra lead remains in use and is scheduled for a revision. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
Additional information was obtained, which indicated the right atrial (ra) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.